Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6)2024, it was reported by the parent that the pediatric patient experienced vomiting. The cgm was reading 170 mg/dl and the blood glucose reading was 350 mg/dl. The patient uses tandem pump in modified closed loop. The parent transported the patient to the emergency department (ed). There, the bg was 350 mg/dl while the egv was 130 mg/dl. The patient was given IV fluids with dextrose for dehydration and regular insulin. The patient was discharged the next day with bg 130 mg/dl and egv 140 mg/dl from a new sensor. The patient was fine and asymptomatic at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient was experiencing symptoms, the reported glucose values fall within the b zone of the parkes error grid. At the ed, the reported glucose values fall within the c zone of the parkes error grid. When the patient was discharged the following day, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).